Event description:
Faradise clinical study ID: (B)(6), clinical patient ID: (B)(6). It was reported that during an ablation procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction which was treated with temporary pacing. The procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.